Event description:
It was reported that the patient has expired after a implant duration of approximately zero days. Through the operative report, the following was learned: "...she remained in profound hypotension with profound coagulopathy, and died of blood loss shock."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. Unfortunately, the device is unavailable for return. A device history record review is currently in process.

Event description:
The pt is very thin which required the system to be placed very shallow. The lead anchor and lead was eroding through the skin at the anchor site in the middle of the pt's back. The physician decided to explant the system and re-implant after pt heals. The system will not be returned to ans for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.